Event description:
The customer reported a vent inop, air valve liftoff occurrence. There was no reported pt involvement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Event date: (B)(6) 2015. Conclusion / root cause: the main board, central processing unit (cpu) printed circuit board assembly (pcba) and power supply was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported a vent inop, air valve liftoff occurence. There was no reported patient involvement.